Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the downstream occlusion alarms caused by high readings on the downstream force sensor and an out of specification pressure plate gap. The unit was calibrated to ensure proper downstream occlusion detection.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when no occlusion was present while in the ICU. It was also reported that there was no pt involvement.